Event description:
A foley catheter was inserted to the hub without difficulty or resistance and clear yellow urine was noted. The balloon was inflated with the saline provided. When the practitioner let go of the catheter, it was noted that the catheter slowly came out of the urethra. The balloon was deflated and the urine was slightly bloody in color. Upon inspection of the catheter, a tear was noted in the balloon. The balloon was not tested prior to insertion.